Event description:
It was reported that both the catheter and the urine bag were missing. Instead, the items(cotton ball, glove, sheet, syringe and others) which were assembled for the tray were packed in duplicate.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted all the components inside the tray were in good condition. Based on the sample evaluation, there was only 2 trays inside the kit with no drainage bag or catheter. Sample was classified as manufacturing related. However, the reported event could happen due to operator error-mishandling during packaging of the product. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿ [shape, configuration and principles] bard®i.c. Silver foley tray b consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls and vinyl gloves. There are several types of closed drainage bags. The bag included in the tray will depend on the product."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that both the catheter and the urine bag were missing. Instead, the items(cotton ball, glove, sheet, syringe and others) which are assembled for the tray were packed in duplicate.